Manufacturer narrative:
The date of event should have been (B)(6) 2017 rather than (B)(6) 2019.

Manufacturer narrative:
Investigation results will be provided on the final report.

Event description:
It was reported that implantable pulse generator (ipg) was inoperable and unable to establish communication. The patient stopped charging several years ago due to the patient therapy becoming ineffective. Troubleshoot was unable to be performed due to the ipg being inoperable and as a result the ipg was unable to be located. The device was explanted, and a new device was implanted to resolve the issue. There were no complications during the procedure. Patient was stable.